Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's father contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to sensor failure, sensor wire appeared to be missing. Pt's father reports bump at insertion site. Pt's condition is fine.